Event description:
It was reported that the patient is experiencing pain in right hip that started two years ago. Patient is reporting that his hip has dislocated sixteen times in the last two years.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report.